Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged the analysis results found that the el5ml device was received inserted into a b5lt trocar and with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to pull out the el5ml device from the trocar. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device got stuck in an unknown trocar. No patient consequence reported. No additional information available regarding issue.